Event description:
Pump declared alarm 20 during pumping. There was no adverse impact on the customer's blood glucose level. Although cts assisted in loading a new cartridge, the alarm persisted, leading to the decision to replace the pump. The customer was informed about the replacement, received a new pump, and was provided with instructions for transport storage to ensure the continuity of insulin therapy.